Event description:
It was reported that a home patient (hp) had a high drain 111 alarm, which occurred on a homechoice (hc) device. The hp was connected during the fill. The fill volume (fv) equaled 50ml and the last fill equaled 200ml. The baxter technical service representative (tsr) explained why a drain should not be bypassed. The tsr assisted with ending the therapy. During the follow up, it was reported that the hp was no longer performing dialysis therapy. There was no patient injury or medical intervention indicated at the time of the report.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A device history record review and a service history record review were performed and revealed no issues that could have caused or contributed to the reported issue. A review of the device logs did not confirm the reported issue. A supplemental MDR will be submitted if any additional relevant information is received.

Manufacturer narrative:
(B)(4). The fill volume equaled 500ml, not 50ml. The device logs were not reviewed in conjunction with this report. Should additional relevant information become available, a supplemental report will be submitted.